Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
One of the inr reported did not meet accuracy criteria. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Inratio precision data provided by end-user lot: date: (B)(6) 2010, 1st inr = 1.4, 2nd inr = 2.4, mean = 2.50, sd = 0.14, %cv = 5.66. Since 5.66% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time.